Event description:
The customer reported that after heavy fluoro, the screen went blank. The system was arcing and most likely was shutting down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The onsite biomed replaced the x-ray tube. The system was then found to be operating as intended.